Manufacturer narrative:
Engineering eval pending device return.

Event description:
Revision after pt fell and dislocated. Surgeon initially performed a closed reduction but the pt continued to dislocate. Pt was ultimately revised to a constrained liner as the cup was well fixed and positioned. This event occurred outside of the us, in (B)(6).